Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal when insulin delivery from the announced meal was not received, despite no device alarms and no evidence of infusion set leaks; the user performed a confirmatory fingerstick of 359 mg/dl and changed the infusion set and supplies, then was advised to allow adequate time for insulin action. Symptoms included elevated blood glucose. Outcomes included recovery to an in-range glucose of 135 mg/dl and trending down without medical intervention or hospitalization. Investigation included user counseling on infusion set change timing and insulin action, confirmation of no device alarms, and monitoring of glucose response after the set change. Investigation of this case revealed no device malfunction reported, no alarms to indicate interrupted delivery, and a likely under-delivery related to timing of infusion set changes and post-meal insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.